Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field section f. For use by uf/importer. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals and pacing impedance measurements low out of range on the right atrial (ra) lead. Technical services (ts) was consulted and provided troubleshooting efforts. This device remains in service. No adverse patient effects were reported. Additional information was received from the field stating beeping tones were heard due to the out of range alert for pacing impedance measurements. It was also noted that there was noise oversensing followed by undersensing of a p wave signal. Ts provided new troubleshooting options for these issues. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noisy signals and pacing impedance measurements low out of range on the right atrial (ra) lead. Technical services (ts) was consulted and provided troubleshooting efforts. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.